Event description:
Related manufacturer reference number: 1627487-2020-23430.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received.

Event description:
Related manufacturer reference number: 1627487-2020-23430. Patient experienced ineffective therapy. Reprogramming was unable to restore therapy. At physician's recommendation, system was explanted and replaced with competitor system. Date of event/explant is estimated to be approximately (B)(6) 2018.